Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported during surgery a left side rupture was diagnosed. Device replaced with non-allergan brand.

Event description:
Healthcare professional reported during surgery a left side rupture was diagnosed. Device replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: underweight, opening extended on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, non-penetrating nick in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.